Manufacturer narrative:
The reported device has been returned and is currently in process of investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message with the adc device. Due to this, the customer indicated they were unable to obtain readings and reportedly became dizzy and "fainted twice within 15 minutes." The customer was administered insulin (dose/type unknown) by spouse for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Watermark was not observed at the base of the tail. Inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Therefore, the issue is not confirmed to tail not properly inserted. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message with the adc device. Due to this, the customer indicated they were unable to obtain readings and reportedly became dizzy and "fainted twice within 15 minutes." The customer was administered insulin (dose/type unknown) by spouse for treatment. There was no report of death or permanent injury associated with this event.